Manufacturer narrative:
Date of initial report : (B)(6) 2017. Date of follow-up report : 2017-04-19. One lf1212a was received for evaluation. This device has been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The returned product met specification as received. The customer reported the device was not sealing normally. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed with visually acceptable results and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, it felt like the device was not sealing as usual. No patient injury occurred or medical intervention required. Another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold k.o. 5-10-18